Event description:
It was reported that: during the procedure according to IFU, the end of the dilator was found to be bent so the wire could not enter. So md opened up the new kit to finish the procedure. The patient was reported as fine with no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#1900111020. The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one, opened cath lab kit for analysis. The contents included one sheath/dilator assembly and one additional dilator for analysis. No obvious signs-of-use were observed on any of the returned components. Visual analysis revealed that the dilator (from returned sheath/dilator assembly) was defective at the tip. Microscopic examination confirmed that the dilator tip was split/deformed. No other defects or anomalies were observed. The damaged dilator length measured 6 13/16" via calibrated ruler, which was within the specification limits of 6 3/4"-7 1/4" per the dilator product drawing. The dilator outer diameter measured 0.0735" via calibrated caliper, which was within the specification limits of 0.071"-0.074" per the dilator extrusion product drawing. The dilator inner diameter (at the proximal end) measured 0.043" via calibrated pin gauge, which was within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Functional inspection was performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". The defective dilator was removed and reinserted through the returned sheath. Little to no resistance was encountered as the dilator passed completely through the sheath extrusion. The dilator hub was noted to lock into the sheath cap. A lab inventory guide wire with a diameter of 0.035" was inserted through the dilator tip. Despite the damage, the guide wire was able to pass with little to no difficulty. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procdure according to IFU, the end of the dilator was found to be bent so the wire could not enter. So md opened up the new kit to finish the procedure. The patient was reported as fine with no reported patient harm or consequence.